Event description:
It was reported that the green handles on triathlon instruments are compromised. They are leaving green material/markings on other instruments.

Manufacturer narrative:
An event regarding handle wear involving a tibial alignment handle was reported. The event was confirmed. Visual analysis confirmed the reported event. The handle was returned torn. It is believed patient factors did not contribute to the reported event. Device history review indicated all devices accepted into stock met specification. Complaint history review indicated there has been 1 other event associated with the reported lot. CAPA was initiated because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the green handles on triathlon instruments are compromised. They are leaving green material/markings on other instruments.